Event description:
Seven days postoperatively, the pt experienced an aortic dissection at the connector anastomosis site. The pt was reported to be in critical condition. Additional info has been requested.